Event description:
In 2008, initial surgery was done with versa tibial nail for the fracture of left shaft of femur. The following month, 1/3 weight load started. Two weeks later, full weight load started. Three months later, it was found that the distal screw used for static hole was broken. The pt had no pain. One month earlier, the broken screw was removed. Bone union was completed. The pt condition is good.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.